Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. When the patient came in for interrogation after receiving 3 shocks, a fault code 5 was observed. Fault code 5 indicates charge timeout--the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging.